Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event, date implanted, date explanted. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01753 /01755 /01769). Device location unknown.

Event description:
During right anterior cruciate ligament repair, a tibial fixation screw may have been used and removed. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.